Manufacturer narrative:
While performing a review of file (B)(6) it was discovered that the file was a duplicate. Please disregard any reports associated.

Event description:
It was reported that the patient parent noticed that wire was showing, and tube broken. Emergency tube change carried out. The patient then went on to block her 2nd tube and went on to have cardiac arrest. No other information has been provided at this time.

Manufacturer narrative:
Lot number, expiration date and manufacture date are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.